Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 2000 mcg/ml baclofen at 984 mcg/day via an implantable pump for intractable spasticity. It was reported that a low reservoir alarm was occurring and was expected. The hcp had realized the pump was supposed to be refilled on (B)(6) 2018. At each refill, the hcp would consistently aspirate 3-4 mls since implant and it was the same at this refill. There were no symptoms or change in therapy. It was also noted that the patient was in assisted living and neither the patient nor anyone else had heard an alarm. No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The cause of the missed refill was a vacation of personnel which led to a clerical error. The cause of the volume discrepancy was not known and it was stated there was an excess of baclofen routinely present at all refills. The cause of the alarm not being heard was not known. It was noted that if the alarm went off, and the logs indicated it did, it was not recognized by staff as a pump alarm. No further issues were reported or anticipated.